Event description:
While the surgeon was attempting to pull back the wire and toredirect it into the circumflex because of suspicion of a lesion, the tip of the wire sheared off. The surgeon was able to retrieve the sheared off wire tip.